Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons required multiple hard presses to elicit a response. The patient noted a crack by the arrow keypad buttons and alleged that the response issues had occurred first. The patient denied any evidence of moisture in the pump. The pump was reportedly not cleaned and the patient reportedly wore the pump under a garment in a case. There is no adverse event with this case. This case is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was torn next to the up and down arrow keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. During investigation, evidence of contamination was found under all key contacts.